Event description:
The healthcare worker experienced white spots on her fingers after removing packages from a load after the cycle completed. She was evaluated in employee health and her symptoms resolved in a day. The vaporizer plate was not in place.